Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: a review of the pump black box data showed no evidence of a power loss. During a visual inspection of the pump, the battery compartment was found to be cracked in the thread area and the threads were stripped. The battery cap was damaged with stripped threads; the battery cap was not able to tighten securely to the pump. The pump was exercised for 24 hours with no power interruptions and no warnings or alarms. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.